Event description:
It was reported that the tubing in neonate arctic gel pad was taped together, leaking pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing in neonate arctic gel pad was taped together, leaking pad.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the risk document, dfmea ra2800004 rev 13, was performed for this investigation. The reported event is addressed in step/item# 5. The potential failure mode is "5.1 leak from pad - effect 1: leakage". Based on this review the risk is within the expected range. Current manufacturing controls in place to prevent this failure include: inherent safety by design - the system is designed to move fluid by negative pressure. Therefore, in the event of a pad leak, air is pulled into the pad rather than fluid leaking out. Inherent by design ¿ mechanical bond strength film to foam. The pads are a closed system and are used at an elevation higher than the controller reservoir. Information for safety- the IFU states to change the pad if a significant leak exists. Design v&v - the pads are designed to withstand the normal handling associated with removal from the package, application to the patient, removal and reapplication, and the patient being moved(B)(4) baw7667064, rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.